Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump stopped and displayed an error message during a procedure. The pump was changed out and the procedure continued without further issue. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue. Visual inspection identified a tubing guide from the roller assembly at the bottom of the pump raceway, which could have jammed under the roller assembly. The guide was removed. A serial readout was taken and sent to sorin group deutschland for analysis. An internal inspection and extensive functional checks were performed and no faults were identified. The tubing guide was replaced and the unit was quarantined awaiting the results of the serial readout analysis. A loaner pump was installed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump stopped and displayed an error message during a procedure. The pump was changed out and the procedure continued without further issue. There was no patient injury.

Manufacturer narrative:
The device manufacture date listed in the initial report, submitted july 5, 2016, was incorrect. The correct date of manufacture is 05/30/2012.